Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. ¿a pump log review was completed for the insulin delivery allegation. Based on the log review, the insulin delivery issue was not verified.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 569 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. The customer alleged that the pump did not deliver enough insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. Reportedly, the customer reverted to an alternate method of insulin therapy.